Manufacturer narrative:
Article citation: wang h-y, thorson ja, hinds br, et al. Cutaneous intralymphatic anaplastic lymphoma kinase negative anaplastic large-cell lymphoma arising in a patient with multiple rounds of breast implants. J cutan pathol. 2020; 1¿4. Https://doi.org/10.1111/cup.13936. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device.

Event description:
Journal article "cutaneous intralymphatic anaplastic lymphoma kinase-negative anaplastic large-cell lymphoma arising in a patient with multiple rounds of breast implants" reported a left side "rupture" of a saline implant. Manufacturer of the device is unknown. Device has been explanted.